Manufacturer narrative:
Corrected information was provided in section b.2 and h.11. Upon further review, the initial decision to report was incorrect resulting in the initial report being submitted in error. This event small silicone stopper/slider from an ophthalmic iris retractor used to secure the iris hook was found to be missing during surgery is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The previously submitted event under manufacturer mfg. Report num: 3003398873-2026-00059 does not meet the criteria for MDR reporting as per applicable regulations. Hence, no further reports will be submitted under mfg. Report num: 3003398873-2026-00059. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a small silicone stopper/slider from an ophthalmic iris retractor¿used to secure the iris hook¿was found to be missing during surgery. The surgeon was confident that the silicone component was not inside the patient¿s eye. An attempt was made to locate it under the lower eyelid (fornix area), but it was not visualized. The surgeon chose not to continue searching beneath the eyelids to avoid causing potential trauma. It was not visualized and within it could not be found. The patient will be reassessed at the postoperative appointment. Details regarding the procedure and the completion of the surgery are unknown. There was no patient harm. Additional information has been requested but is not available at the time of this report.